Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the distal and proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 7232cx implantable cardioverter defibrillator (ICD) (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had endocarditis and that the implantable cardiac defibrillator system was explanted and returned to the manufacturer. The right ventricular lead subsequently tested out of specification during the manufacturer's analysis. No further patient complications have been reported as a result of this event.